Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. With only received complaint product description, we have to assume. It was reported that the outer stent was detached from inner stent. To prevent migration, the outer stent is uncovered, so stent cell might be ingrowth. It is possible to be detached the connection between outer stent and inner stent due to fatigue increased by body fluid or food. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will monitor occurrence of double stent detachment for same model. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Inner lumen of stent has migrated into stomach as it has become detached from outer shell. Outer shell still imbedded in oesophagus.